Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) alert. Engineering analysis of device data confirmed that this was caused by extended magnet application. It was noted that the patient had an unrelated surgery where a magnet had been applied. No adverse patient effects were reported. Currently, this s-ICD remains in service.